Event description:
The pt was implanted a left ventricular assist device (lvad). The vad coordinator reported that the pt had several "low speed operation" and "low flow" alarms when connected to the power module. The log file submitted for analysis revealed 2 low speed hazard/low flow hazard/red heart alarms. Additional information provided by the vad coordinator indicated that visually the external lead had a very small crimp just beyond the strain relief where it was easy to bend. The vad coordinator manipulated it without any alarms while the pt was connected to batteries. A review of x-rays displayed a point of concern near the bend relief area of the driveline. Technical services evaluated the pt's driveline and found a broken yellow wire during troubleshooting. An external percutaneous lead replacement was subsequently performed.

Manufacturer narrative:
The pump remains in use supporting the pt. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.